Manufacturer narrative:
Device evaluated by MFR.: the device was returned to the complaint investigation site without the stent. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The hypotube was kinked at various locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that multiple trials were done by the physician to insert the 20 x 2.50mm taxus¿ liberté¿ stent to the distal left anterior descending artery(lad) but great resistance was met. Upon withdrawing the stent, it got caught to a previously implanted non bsc stent and was dislodged into the artery.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access obtained via the femoral artery. The 20x2.5 mm, concentric 90% stenosed target lesion was located in a non calcified and non tortuous left anterior descending (lad). After inserting of a non-bsc guide catheter and non-bsc guide wire, a 20 x 2.50mm taxus liberté stent was used to treat the lesion. During withdrawal, resistance was noted, the stent "stuck and slipped from the balloon". The patient experienced chest pain. The patient was transferred to coronary artery bypass graft (CABG) and the stent was removed surgically. No further patient complications were reported and the patient recovered after surgery.